Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that there was blockage in the j-tube which was preventing water from coming out. Other observations for the device are: distal end cover is broken and scratched, leading to insulation resistance being out of standard; worn angle wire causes gap of up/down knob to be out of standard; water squeeze quantity is out of standards due to deformation of nozzle; crease at the screen due to damage of charge couple device (ccd) unit; screen is partly dark due to scratch of ccd lens, the ccd lens is also partly chipped and has scratches; white dots in image; light guide (lg) lens is broken; adhesive of distal end rubber (a-rubber) is broken; crease at the connecting tube and universal cord; air/water cylinder and suction cylinder are deformed; pin hole on switch 1; connecting tube protector is damaged; ad glue around lens is worn. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for the issue of the distal end cover cap being damaged. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was blockage in the j-tube which was preventing water from coming out. This medwatch is being submitted for the reportable issue of the blockage in the j-tube which was preventing water from coming out noted during device evaluation.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction to the initial medwatch. The aware date should be 23-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that: the device was not pre-cleaned immediately after procedure, and then, removal of foreign materials adhered to the auxiliary water channel during procedure became difficult. An appropriate amount of water was not supplied during pre-cleaning or manual cleaning, and then, removal of foreign materials became difficult. A part of a peripheral device used with an endoscope entered into the auxiliary water channel. Training given to staffs of the user facility about device handling and reprocessing was insufficient. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "reprocessing manual:precleaning the endoscope and accessories if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the auxiliary water channel:the auxiliary water channel must be flushed either manually or using an olympus flushing pump (endoscopic flushing pump ofp or ofp-2)." Olympus will continue to monitor the field performance of this device.